Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon opening the packing of their abbott diabetes care (adc) device, they noticed that the device "seemed to be used. It looks like it has blood on it". The customer did not apply the device to their body and no patient consequences were reported. There was no report of death or permanent injury associated with this event.